Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the button "3" on the touchscreen was intermittently unresponsive, and has now become completely unresponsive. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump, and has back up manual injections for continued insulin therapy.